Event description:
It was reported that the insulin pump alarmed failed battery test when he changed his reservoir. Customer was in the hospital due to heart problems. Troubleshooting was done. Customer's blood glucose was 192 mg/dl. During the troubleshooting the insulin pump alarmed failed battery test. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump had intermittent button response due to moisture damage to keypad traces. No blank display noted during testing. The insulin pump was received with minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.